Event description:
Falsely elevated ctni results of 3.46 ng/ml, 1.16 ng/ml, and 0.81 ng/ml were obtained on three patient samples. The ctni result of 3.46 ng/ml was reported to the physician. The same specimens were repeated on another analyzer, and ctni results of <0.04 ng/ml were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result.